Manufacturer narrative:
The customer reported that the central nurses station (cns) had communication loss on two beds. Nihon kohden's technical service advised him to unmonitor the beds and remonitor them, which resolved their issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) had communication loss on two beds.

Manufacturer narrative:
The customer reported that the central monitoring station (cns) had communication loss on two beds. Nihon kohden's technical service advised them to stop monitoring and then re-monitor them, which resolved the issue. The cns was not returned to us. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned.